Event description:
It was reported that during implant on (B)(6) 2022 the ra lead dislodged three times and the physician was unable to get the helix to extend after the last repositioning. Once lead was pulled out there was tissue wrapped around and the helix lead appeared to be over torqued. The lead was not implanted and was replaced. There were no patient consequences.